Manufacturer narrative:
Corrected data. Additional information. (B)(4) one (1) x-tab 10mm poly diver [product code: 2867-60-010, lot no: mi19233] was returned to the complaints handling unit (chu) for evaluation. Visual examination at the macroscopic level revealed that the fracture was located at the driver¿s distal tip, the second half of the tip was not provided with the device. The fracture analysis report revealed minimal plastic deformation across the surface suggesting a brittle failure consistent with a static overload. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the 10mm poly driver distal tip becoming broken cannot be positively determined. However, the fracture analysis report revealed minimal plastic deformation across the surface suggesting a brittle failure consistent with a static overload. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned for evaluation.

Event description:
Rep received a phone call from the (B)(6) hospital cssd this morning (B)(6) 2016 at 0830hrs regarding a viper cannulated driver that was used in a percutaneous fusion during the night (1200-0430hrs). During the sterilisation process (after the procedure) they noticed that a driver tip was missing. The rep immediately attended the cssd, and looked at the driver in question. The rep noted they could clearly see that the tip of the driver was in fact missing. The rep noted they were in theatre during the procedure and didn't notice that the driver was damaged, it appeared to work as normal. The tip wasn't noticed missing during the operation and the tip hasn't been found. The rep contacted the surgeon at 0900hrs and informed him of the missing instrument tip and the cssd department were following their protocol in regards to this event. No delay or adverse event reported. Hospital will follow internal policy and x-ray patient. Discarded. No return to manufacturer unless local engineering assessment indicates return is required.